Event description:
It was reported that the patient underwent surgery for a rectal prolapse and she had a hard time recovering due to her intestines not working properly which her physician assessed to be related to the vns. The patient had her vns disabled and she was able to recover afterwards. No other relevant information has been received to date.